Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue: o2 values were outside the tolerance range. To solve the issue, the micro-bridge mass flow sensor for air channel was replaced. Also the electronic gas blender connectors were replaced as part of repair activity. Mechanical/electrical checks as per technical safety inspection (tsi) were performed and passed successfully. The device was tested for 12 hours and no deviation was detected. The unit was returned to service. The involved unit was manufactured in 2021 and no other issue has been submitted since its installation. Based on the technical inspection and repair activity, the root cause of the reported issue can be traced back to a defective micro-bridge mass flow sensor.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in münchen, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system showed strong fluctuations on gas flow display during a procedure. There was no patient injury.